Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device required reimaging due to crashes on application. The technical support specialist (tss) dialed into the station and received an error message while the station showed a blue screen. The error stated, an unexpected data error occurred. Cannot open database dsclientoltp. The tss dropped the database and performed a full sync. The station became operational after the repair and reboot, but the issue still persisted. The field service engineer (fse) then reimaged the drive, replaced the battery, and usb (universal serial bus) cable on barcode scanner. A scan test was performed and completed successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anes6 device required reimaging due to ongoing crashes and connectivity issues. The device had been crashed throughout the week, with the screen turning black and prompted for a password. While reboot temporarily resolved the issue, as of today the device begins crashed again after approximately 30 minutes. A technician had needed to remain on standby with keys to manually open drawers. The customer opened the mini drawers, and upon rebooting, some drawers could not be recovered. After the customer shut down the unit and reseated the ribbon cable, the device powered on successfully and the drawers were recovered. The customer requested that drawer functionality be verified after the device was reimaged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.